Event description:
A nurse was administering an im injection to a resident. Upon withdrawal of the syringe nurse noted needle was absent from barrel of syringe. Nurse circled affected area in pen and transported resident to ER for treatment. Two vanish point syringes were retrieved from sharp's container both syringes have needles within the barrels. ER confirms via x-ray needle identified in resident's left buttock.